Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Not coag correctly. Cannot duplicate customer complaint. Does need diaphragm update. Replaced diaphragm. Repair order (B)(4). Leep system 1000 esu gen 52969 (B)(4).

Manufacturer narrative:
Investigation. Inspect returned samples. *analysis and findings (B)(4). Distribution history: this complaint unit was manufactured at csi on (B)(6) 2012 under wo #121839 and shipped on (B)(6) 2012. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Pertaining to the diaphragm change over: the diaphragm was changed out due to a previous finding where the material degraded to the point where it no longer functioned as intended and prevents activation of a unit. This unit's diaphragm was in working order. However, the corrective action for this issue requires returned units be updated to the new material and applicable on this unit. Corrective actions *correction and/or corrective action the unit was updated with a new diaphragm and tested to specifications before returned to the customer. Complaints will be continuously monitored to determine if there is any new trend for this complaint condition. Pertaining to the diaphragm: sustaining engineering has successfully tested a replacement material made of silicone for use in repairs going forward, eng-test-10341-r. The IFU was also updated to add a safety check via ecn-20444, p/n 35387b. A service bulletin was issued to existing customers informing them to check for this issue and return the unit if needed. All product in fg and sk, as applicable, were reworked to replace the previous versions of the dfus on all applicable products. Correction activity in 2016. No training is required. *was the complaint confirmed? No

Event description:
Not coag correctly. Cannot duplicate customer complaint. Does need diaphragm update. Replaced diaphragm. Repair order 97318. Leep system 1000 esu gen 52969 (B)(4).